Manufacturer narrative:
Complete event site name - (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, an autofill failure occurred. The customer confirmed that there is no problem with the tube connection and the residual pressure of helium gas. The start key was pressed again but the same error occurred. The same error occurs even when the intra-aortic balloon(iab) filling key is pressed. The customer suspected a balloon leak and replaced the balloon to continue therapy. The same autofill failure error occurred on the replacement balloon. The customer inspected the equipment where the error occurred and confirmed the connector of the safety disk filling port was loose. The connector was tightened to solve the problem. There was no reported injury to the patient. This report is for the first balloon used.